Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via e-mail that the pump had a no delivery alarm weak signal, and low predict alert. The blood glucose at the time of the incident was unknown. The customer declined to speak to the helpline representatives for assistance. It was reported that the customer experienced low predict alerts and no delivery alarms. The customer states they had frequent weak signal alarms. Troubleshooting was able to resolve the no delivery alarm was resolved by set change. The device will not be returned for analysis.